Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high definition lcd monitor exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8, e1 and h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomena occurred due to that the circuit board / printed circuit board and the serial digital interface terminal are damaged and not working. About the cause of failure, the cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high definition lcd monitor exhibited serial digital interface 1 and 2 failure-no lcd display and circuit board faulty-faulty printed circuit board.